Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 488 mg/dl. The customer¿s blood glucose level at the time of incident was unknown. The customer was assisted with auto suspend feature of the insulin pump. The customer was declined troubleshooting for the insulin pump for the high blood glucose level. The insulin pump will not be returned for analysis.